Manufacturer narrative:
Product evaluation: the customer indicated the use of an approved cartridge and handpiece. The customer indicated the use of two viscoelastics, which are not qualified for the lens/cartridge/handpiece combination used. The product investigation could not identify a root cause

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the doctor mentioned it was anterior chamber post-surgery inflammatory reaction.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The intraocular lens (iol) product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A physician reported a patient with eye redness and pain with unclear vision following an intraocular lens (iol) implant procedure. The patient also experienced filamentous effusion in the pupillary area, as well as posterior synechia and mild corneal edema. The patient was given antibiotics eye drops, systemic and local steroid treatment. The lens remains implanted.